Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was not suspected, the ipg was replaced based on physician preference.

Event description:
A report was received that the patient experienced difficulty charging her ipg, and the device would become hot. The patient will undergo a revision procedure wherein the ipg will be replaced. It is unknown if device malfunction is suspected.

Manufacturer narrative:
Additional information was received that the patient is doing well post-operatively. The returned device was analyzed and no anomalies were found.

Event description:
A report was received that the patient experienced difficulty charging her ipg, and the device would become hot. The patient will undergo a revision procedure wherein the ipg will be replaced. It is unknown if device malfunction is suspected.

Event description:
A report was received that the patient experienced difficulty charging her ipg, and the device would become hot. The patient will undergo a revision procedure wherein the ipg will be replaced. It is unknown if device malfunction is suspected.